Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused 1l normal saline (ns) bolus over 1hr. This was observed during patient infusion on the neuroscience intensive care unit. The nurse hung a 1l ns bag and programmed the bolus ensuring the line was open and not clamped at any point. After 1hr of running, the pump alarmed ¿infusion complete'; however, there was still 500ml left in the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.